Event description:
(B)(4). Initial information received from a physician on 25-mar-2008: a physician reported that a female pt, age not specified, developed "lumps" on the top of her hands after the injection of poly-l-lactic acid (sculptra) (lot # and expiration date unk), treatment and event onset dates not specified. The physician reported that the area was massaged, which did not help. No further medical information reported. Additional information for poly-l-lactic acid [sculptra] from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured in the united states. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, or damages detectable. Conclusion: no faults detectable.